Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s));"), device expulsion ("migration of essure device location of device: uterus"), uterine perforation ("perforation (uterus)"), salpingitis ("salpingitis"), pelvic pain ("pain"), genital haemorrhage ("heavy bleeding"), nephrolithiasis ("stones") and demyelination ("demyelinating disease of central nervous system") in a 24-year-old female patient who had essure (batch no. 626223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included bone pain. Previously administered products included for an unreported indication: nuva ring from 2005 to 2006. Concurrent conditions included morbid obesity, sapho syndrome, chronic pain, vitamin b12 deficiency since 2016, osteopenia, inflammatory arthritis, pelvic fibrosis, pneumonia, palpitations, adenomyosis, skin lesion, endometriosis, perineal pain, musculoskeletal disorder nos, myalgia, throat swelling, pharyngeal erythema, loss of consciousness, vomiting, abdominal cramps, dizzy, diarrhea, neck pain, facial swelling, tooth disorder, asthma, uti, kidney stones, ovarian cyst, intercostal pain, hidradenitis and vitamin b12 deficiency. Concomitant products included clindamycin for allergy as well as beta-lactamase sensitive penicillins, cyanocobalamin, diclofenac, diclofenac, duloxetine, hydrocodone, ibuprofen, infliximab (remicade), metformin, methotrexate, minocycline hydrochloride (solodyn), mirtazapine (mirtazapin), naproxen, paracetamol (acetaminophen), salbutamol (albuterol), tramadol, vancomycin and zoledronic acid (zometa). In (B)(6)2008, the patient had essure inserted. In 2008, the patient experienced rash pustular ("pustulosis"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea;"), nephropathy ("nephropathy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), furuncle ("multiple boils") and skin lesion ("skin lesions") and was found to have weight increased ("weight gain"). In 2009, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder & stones"), nephrolithiasis (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression"), toothache ("dental problems-teeth pain") and intervertebral disc disorder ("cervical disc disorder with radioculpathy"). In 2011, the patient experienced mood swings ("mood swings") and alopecia ("hair loss"). In 2017, the patient experienced vision blurred ("vision/eye problems type: blurry and would see 3 or 4 things at a time") and diplopia ("vision/eye problems type: blurry and would see 3 or 4 things at a time"). On (B)(6)-2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), cyst ("cysts"), hot flush ("hot and cold flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ heavy bleeding with clots"), systemic infection ("infection (other) describe: all over"), anxiety ("anxiety,"), post-traumatic stress disorder ("post traumatic stress disorder(ptsd)"), synovitis ("autoimmune disorder type of disorder: synovitis"), acne ("acne,"), exostosis ("hyperostosis"), osteitis ("osteitis"), hidradenitis ("hidradenitis suppurativa (h.s) stage I to stage iii"), bladder disorder ("bladder or urinary problems or change"), demyelination (seriousness criterion medically significant), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), chest pain ("chest pain"), bone pain ("bone pain"), arthralgia ("keft wrist pain / joint pain/pain in hip"), pain in extremity ("pain in right leg / arm pain"), abdominal pain upper ("stomach pain"), hypoaesthesia ("numbness"), feeling cold ("cold flashes"), emotional disorder ("emotional flares") and radiculopathy ("radioculopathy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation, device expulsion, uterine perforation, salpingitis, pelvic pain, genital haemorrhage, abdominal pain lower, cyst, mood swings, hot flush, vaginal haemorrhage, menorrhagia, cystitis, nephrolithiasis, systemic infection, depression, anxiety, post-traumatic stress disorder, synovitis, acne, rash pustular, exostosis, osteitis, hidradenitis, bladder disorder, migraine, headache, nausea, toothache, nephropathy, demyelination, intervertebral disc disorder, allergy to metals, dysmenorrhoea, dyspareunia, diplopia, fatigue, weight increased, furuncle, skin lesion, chest pain, bone pain, arthralgia, abdominal pain upper, feeling cold, emotional disorder and radiculopathy outcome was unknown and the vision blurred, alopecia, pain in extremity and hypoaesthesia was resolving. The reporter considered abdominal pain lower, abdominal pain upper, acne, allergy to metals, alopecia, anxiety, arthralgia, bladder disorder, bone pain, chest pain, cyst, cystitis, demyelination, depression, device expulsion, diplopia, dysmenorrhoea, dyspareunia, emotional disorder, exostosis, fallopian tube perforation, fatigue, feeling cold, furuncle, genital haemorrhage, headache, hidradenitis, hot flush, hypoaesthesia, intervertebral disc disorder, menorrhagia, migraine, mood swings, nausea, nephrolithiasis, nephropathy, osteitis, pain in extremity, pelvic pain, post-traumatic stress disorder, radiculopathy, rash pustular, salpingitis, skin lesion, synovitis, systemic infection, toothache, uterine perforation, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.1 kg/sqm. Abdominal x-ray - on (B)(6)2017: impression: bilateral essure devices are visualized in the upper pelvis. No radiographic evidence of acute pathological change in the abdomen.. Pathology test - on (B)(6)2017: final diagnosis: uterus and bilateral fallopian tubes, supracervical hysterectomy and bilateral salpingectomy:. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: numbness, right hip pain, dysmenorrhea, nickel allergy, menorrhagia, sapho syndrome(synovitis, acne, pustulosis, hyperostosis and osteitis), multiple boils, headaches, hidradenitis, salpingitis. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: chest pain, nausea, abdominal pain, abdominal pain lower, genital haemorrhage, rash, pain in extremity, most recent follow-up information incorporated above includes: on (B)(6)2019: medical records received. Lot number added. Reporter information, medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s));"), device expulsion ("migration of essure device location of device: uterus"), uterine perforation ("perforation (uterus)"), salpingitis ("salpingitis"), pelvic pain ("pain"), genital haemorrhage ("heavy bleeding"), nephrolithiasis ("stones") and demyelination ("demyelinating disease of central nervous system") in a 24-year-old female patient who had essure (batch no. 626223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included bone pain. Previously administered products included for an unreported indication: nuva ring from (B)(6) to (B)(6). Concurrent conditions included morbid obesity, sapho syndrome, chronic pain, vitamin b12 deficiency since 2016, osteopenia, inflammatory arthritis, pelvic fibrosis, pneumonia, palpitations, adenomyosis, skin lesion, endometriosis, perineal pain, musculoskeletal disorder, myalgia, throat swelling, pharyngeal erythema, loss of consciousness, vomiting, abdominal cramps, dizzy, diarrhea, neck pain, facial swelling, tooth disorder, asthma, uti, kidney stones, ovarian cyst, intercostal pain, hidradenitis and vitamin b12 deficiency. Concomitant products included clindamycin for allergy as well as beta-lactamase sensitive penicillins, cyanocobalamin, diclofenac, diclofenac, duloxetine, hydrocodone, ibuprofen, infliximab (remicade), metformin, methotrexate, minocycline hydrochloride (solodyn), mirtazapine (mirtazapin), naproxen, paracetamol (acetaminophen), salbutamol (albuterol), tramadol, vancomycin and zoledronic acid (zometa). In (B)(6)2008, the patient had essure inserted. In 2008, the patient experienced rash pustular ("pustulosis"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea;"), nephropathy ("nephropathy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), furuncle ("multiple boils") and skin lesion ("skin lesions") and was found to have weight increased ("weight gain"). In 2009, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder & stones"), nephrolithiasis (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression"), toothache ("dental problems-teeth pain") and intervertebral disc disorder ("cervical disc disorder with radioculpathy"). In 2011, the patient experienced mood swings ("mood swings") and alopecia ("hair loss"). In 2017, the patient experienced vision blurred ("vision/eye problems type: blurry and would see 3 or 4 things at a time") and diplopia ("vision/eye problems type: blurry and would see 3 or 4 things at a time"). On (B)(6)2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), cyst ("cysts"), hot flush ("hot and cold flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ heavy bleeding with clots"), systemic infection ("infection (other) describe: all over"), anxiety ("anxiety,"), post-traumatic stress disorder ("post traumatic stress disorder(ptsd)"), synovitis ("autoimmune disorder type of disorder: synovitis"), acne ("acne,"), exostosis ("hyperostosis"), osteitis ("osteitis"), hidradenitis ("hidradenitis suppurativa (h.s) stage I to stage iii"), bladder disorder ("bladder or urinary problems or change"), demyelination (seriousness criterion medically significant), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), chest pain ("chest pain"), bone pain ("bone pain"), arthralgia ("keft wrist pain / joint pain/pain in hip"), pain in extremity ("pain in right leg / arm pain"), abdominal pain upper ("stomach pain"), hypoaesthesia ("numbness"), feeling cold ("cold flashes"), emotional disorder ("emotional flares") and radiculopathy ("radioculopathy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation, device expulsion, uterine perforation, salpingitis, pelvic pain, genital haemorrhage, abdominal pain lower, cyst, mood swings, hot flush, vaginal haemorrhage, menorrhagia, cystitis, nephrolithiasis, systemic infection, depression, anxiety, post-traumatic stress disorder, synovitis, acne, rash pustular, exostosis, osteitis, hidradenitis, bladder disorder, migraine, headache, nausea, toothache, nephropathy, demyelination, intervertebral disc disorder, allergy to metals, dysmenorrhoea, dyspareunia, diplopia, fatigue, weight increased, furuncle, skin lesion, chest pain, bone pain, arthralgia, abdominal pain upper, feeling cold, emotional disorder and radiculopathy outcome was unknown and the vision blurred, alopecia, pain in extremity and hypoaesthesia was resolving. The reporter considered abdominal pain lower, abdominal pain upper, acne, allergy to metals, alopecia, anxiety, arthralgia, bladder disorder, bone pain, chest pain, cyst, cystitis, demyelination, depression, device expulsion, diplopia, dysmenorrhoea, dyspareunia, emotional disorder, exostosis, fallopian tube perforation, fatigue, feeling cold, furuncle, genital haemorrhage, headache, hidradenitis, hot flush, hypoaesthesia, intervertebral disc disorder, menorrhagia, migraine, mood swings, nausea, nephrolithiasis, nephropathy, osteitis, pain in extremity, pelvic pain, post-traumatic stress disorder, radiculopathy, rash pustular, salpingitis, skin lesion, synovitis, systemic infection, toothache, uterine perforation, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.1 kg/sqm. Abdominal x-ray - on (B)(6)2017: impression: bilateral essure devices are visualized in the upper pelvis. No radiographic evidence of acute pathological change in the abdomen.. Pathology test - on (B)(6)2017: final diagnosis: uterus and bilateral fallopian tubes, supracervical hysterectomy and bilateral salpingectomy:. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: numbness, right hip pain, dysmenorrhea, nickel allergy, menorrhagia, sapho syndrome(synovitis, acne, pustulosis, hyperostosis and osteitis), multiple boils, headaches, hidradenitis, salpingitis. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: chest pain, nausea, abdominal pain, abdominal pain lower, genital haemorrhage, rash, pain in extremity, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s));"), device expulsion ("migration of essure device location of device: uterus"), uterine perforation ("perforation (uterus)"), salpingitis ("salpingitis"), pelvic pain ("pain"), genital haemorrhage ("heavy bleeding"), nephrolithiasis ("stones") and demyelination ("demyelinating disease of central nervous system") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included bone pain. Previously administered products included for an unreported indication: nuva ring from 2005 to 2006. Concurrent conditions included morbid obesity, sapho syndrome, chronic pain, vitamin b12 deficiency since 2016, osteopenia, inflammatory arthritis, pelvic fibrosis, pneumonia, palpitations, adenomyosis, skin lesion, endometriosis and perineal pain. Concomitant products included clindamycin for allergy as well as cyanocobalamin, diclofenac, diclofenac, duloxetine, infliximab (remicade), metformin, methotrexate, minocycline hydrochloride (solodyn), mirtazapine (mirtazapin), salbutamol (albuterol), vancomycin and zoledronic acid (zometa). In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced rash pustular ("pustulosis"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea;"), nephropathy ("nephropathy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), furuncle ("multiple boils") and skin lesion ("skin lesions") and was found to have weight increased ("weight gain"). In 2009, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder & stones"), nephrolithiasis (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression"), toothache ("dental problems-teeth pain") and intervertebral disc disorder ("cervical disc disorder with radioculpathy"). In 2011, the patient experienced mood swings ("mood swings") and alopecia ("hair loss"). In 2017, the patient experienced vision blurred ("vision/eye problems type: blurry and would see 3 or 4 things at a time") and diplopia ("vision/eye problems type: blurry and would see 3 or 4 things at a time"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), cyst ("cysts"), hot flush ("hot and cold flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ heavy bleeding with clots"), infection ("infection (other) describe: all over"), anxiety ("anxiety,"), post-traumatic stress disorder ("post traumatic stress disorder(ptsd)"), synovitis ("autoimmune disorder type of disorder: synovitis"), acne ("acne,"), exostosis ("hyperostosis"), osteitis ("osteitis"), hidradenitis ("hidradenitis suppurativa (h.s) stage I to stage iii"), bladder disorder ("bladder or urinary problems or change"), demyelination (seriousness criterion medically significant), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), chest pain ("chest pain"), bone pain ("bone pain"), arthralgia ("keft wrist pain / joint pain/pain in hip"), pain in extremity ("pain in right leg / arm pain"), abdominal pain upper ("stomach pain"), hypoaesthesia ("numbness"), feeling cold ("cold flashes"), emotional disorder ("emotional flares") and radiculopathy ("radioculopathy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, uterine perforation, salpingitis, pelvic pain, genital haemorrhage, abdominal pain lower, cyst, mood swings, hot flush, vaginal haemorrhage, menorrhagia, cystitis, nephrolithiasis, infection, depression, anxiety, post-traumatic stress disorder, synovitis, acne, rash pustular, exostosis, osteitis, hidradenitis, bladder disorder, migraine, headache, nausea, toothache, nephropathy, demyelination, intervertebral disc disorder, allergy to metals, dysmenorrhoea, dyspareunia, diplopia, fatigue, weight increased, furuncle, skin lesion, chest pain, bone pain, arthralgia, abdominal pain upper, feeling cold, emotional disorder and radiculopathy outcome was unknown and the vision blurred, alopecia, pain in extremity and hypoaesthesia was resolving. The reporter considered abdominal pain lower, abdominal pain upper, acne, allergy to metals, alopecia, anxiety, arthralgia, bladder disorder, bone pain, chest pain, cyst, cystitis, demyelination, depression, device expulsion, diplopia, dysmenorrhoea, dyspareunia, emotional disorder, exostosis, fallopian tube perforation, fatigue, feeling cold, furuncle, genital haemorrhage, headache, hidradenitis, hot flush, hypoaesthesia, infection, intervertebral disc disorder, menorrhagia, migraine, mood swings, nausea, nephrolithiasis, nephropathy, osteitis, pain in extremity, pelvic pain, post-traumatic stress disorder, radiculopathy, rash pustular, salpingitis, skin lesion, synovitis, toothache, uterine perforation, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.1 kg/sqm. Abdominal x-ray - on (B)(6) 2017: impression: bilateral essure devices are visualized in the upper pelvis. No radiographic evidence of acute pathological change in the abdomen. Pathology test - on (B)(6) 2017: final diagnosis: uterus and bilateral fallopian tubes, supracervical hysterectomy and bilateral salpingectomy:. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: numbness, right hip pain, dysmenorrhea, nickel allergy, menorrhagia, sapho syndrome(synovitis, acne, pustulosis, hyperostosis and osteitis), multiple boils, headaches, hidradenitis, salpingitis. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs & mr received. Reporter's information added, patient's demographics added. Added event mood swings, hot and cold flashes, everything changed, emotional, flares; abnormal bleeding (vaginal, menorrhagia/ heavy bleeding with clots); bladder infection & kidney stones; infection, depression, anxiety, post-traumatic stress disorder (ptsd), synovitis, acne, pustulosis, hyperostosis and osteitis, (sapho) syndrome, hidradenitis, bladder or urinary problems or changes; migraines , headaches; blood disorder, chest pain, migration of essure device location of device: uterus; nausea; dental problems, nephropathy, demyelinating disease of central nervous system, cervical disc disorder with radioculpathy,nickel allergy; dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); pain; perforation (fallopian tube(s), blurry and would see 3 or 4 things at a time; fatigue; perforation (uterus); weight gain; multiple boils, skin lesions, hair loss, salpingitis(added from mr), she did not undergo an essure confirmation test .updated outcome of events. Updated onset date of events. Concomitant condition, concomitant drug, historical condition, historical drug, lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s));"), device expulsion ("migration of essure device location of device: uterus"), uterine perforation ("perforation (uterus)"), salpingitis ("salpingitis"), pelvic pain ("pain"), genital haemorrhage ("heavy bleeding"), the first episode of nephrolithiasis ("stones") and demyelination ("demyelinating disease of central nervous system") in a 24-year-old female patient who had essure (batch no. 626223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included bone pain, nickel sensitivity and hidradenitis suppurativa. Previously administered products included for an unreported indication: nuva ring from 2005 to 2006. Concurrent conditions included morbid obesity, sapho syndrome, chronic pain, vitamin b12 deficiency since 2016, osteopenia, inflammatory arthritis, pelvic fibrosis, pneumonia, palpitations, adenomyosis, skin lesion, endometriosis, perineal pain, musculoskeletal disorder, myalgia, throat swelling, pharyngeal erythema, loss of consciousness, vomiting, abdominal cramps, dizzy, diarrhea, neck pain, facial swelling, tooth disorder, asthma, uti, kidney stones, ovarian cyst, intercostal pain, hidradenitis and vitamin b12 deficiency. Concomitant products included clindamycin for allergy as well as alprazolam (xanax), beta-lactamase sensitive penicillins, cyanocobalamin, diclofenac, duloxetine, hydrocodone, ibuprofen, infliximab (remicade), metformin, methotrexate, minocycline hydrochloride (solodyn), mirtazapine (mirtazapin), naproxen, paracetamol (acetaminophen), prednisone, salbutamol (albuterol), tramadol, vancomycin and zoledronic acid (zometa). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ heavy bleeding with clots"), hidradenitis ("hidradenitis suppurativa (h.s) stage I to stage iii"), furuncle ("multiple boils"), skin lesion ("skin lesions"), bone pain ("bone pain") and arthralgia ("left wrist pain / joint pain/pain in hip"). In 2008, the patient experienced rash pustular ("pustulosis"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea;"), nephropathy ("nephropathy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), blood disorder ("blood disorder") and cardiac disorder ("heart disorder") and was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder & stones"), the first episode of nephrolithiasis (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression"), toothache ("dental problems-teeth pain") and intervertebral disc disorder ("cervical disc disorder with radioculpathy"). In (B)(6) 2010, the patient experienced demyelination (seriousness criterion medically significant), allergy to metals ("nickel allergy"), the second episode of nephrolithiasis ("stone") and renal disorder ("kidney issue"). In 2011, the patient experienced mood swings ("mood swings") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced sapho syndrome ("sapho syndrome"). In 2017, the patient experienced vision blurred ("vision/eye problems type: blurry and would see 3 or 4 things at a time") and diplopia ("vision/eye problems type: blurry and would see 3 or 4 things at a time"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required), 9 years 2 months after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), cyst ("cysts"), hot flush ("hot and cold flashes"), systemic infection ("infection (other) describe: all over"), anxiety ("anxiety,"), post-traumatic stress disorder ("post traumatic stress disorder(ptsd)"), synovitis ("autoimmune disorder type of disorder: synovitis"), acne ("acne,"), exostosis ("hyperostosis"), osteitis ("osteitis"), bladder disorder ("bladder or urinary problems or change"), chest pain ("chest pain"), pain in extremity ("pain in right leg / arm pain"), abdominal pain upper ("stomach pain"), hypoaesthesia ("numbness"), feeling cold ("cold flashes"), emotional disorder ("emotional flares"), radiculopathy ("radioculopathy"), social anxiety disorder ("social anxiety"), panic attack ("panic attack"), tooth fracture ("3 broken off") and vitamin b12 deficiency ("vitamin b-12 deficiency") and underwent tooth extraction ("have had 6 removed"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, uterine perforation, salpingitis, pelvic pain, genital haemorrhage, abdominal pain lower, cyst, mood swings, hot flush, vaginal haemorrhage, menorrhagia, cystitis, systemic infection, depression, anxiety, post-traumatic stress disorder, synovitis, acne, rash pustular, exostosis, osteitis, hidradenitis, bladder disorder, migraine, headache, nausea, toothache, nephropathy, demyelination, intervertebral disc disorder, allergy to metals, dysmenorrhoea, dyspareunia, diplopia, fatigue, weight increased, furuncle, skin lesion, chest pain, bone pain, arthralgia, feeling cold, emotional disorder, radiculopathy, the last episode of nephrolithiasis, sapho syndrome, blood disorder, cardiac disorder, social anxiety disorder, panic attack, renal disorder, tooth extraction, tooth fracture and vitamin b12 deficiency outcome was unknown, the vision blurred, alopecia, pain in extremity and hypoaesthesia was resolving and the abdominal pain upper had resolved. The reporter considered abdominal pain lower, abdominal pain upper, acne, allergy to metals, alopecia, anxiety, arthralgia, bladder disorder, blood disorder, bone pain, cardiac disorder, chest pain, cyst, cystitis, demyelination, depression, device expulsion, diplopia, dysmenorrhoea, dyspareunia, emotional disorder, exostosis, fallopian tube perforation, fatigue, feeling cold, furuncle, genital haemorrhage, headache, hidradenitis, hot flush, hypoaesthesia, intervertebral disc disorder, menorrhagia, migraine, mood swings, nausea, nephropathy, osteitis, pain in extremity, panic attack, pelvic pain, post-traumatic stress disorder, radiculopathy, rash pustular, renal disorder, salpingitis, sapho syndrome, skin lesion, social anxiety disorder, synovitis, systemic infection, tooth extraction, tooth fracture, toothache, uterine perforation, vaginal haemorrhage, vision blurred, vitamin b12 deficiency, weight increased, the first episode of nephrolithiasis and the second episode of nephrolithiasis to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.1 kg/sqm. Abdominal x-ray - on (B)(6) 2017: impression: bilateral essure devices are visualized in the upper pelvis. No radiographic evidence of acute pathological change in the abdomen.. Pathology test - on (B)(6) 2017: final diagnosis: uterus and bilateral fallopian tubes, supracervical hysterectomy and bilateral salpingectomy. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: numbness, right hip pain, dysmenorrhea, nickel allergy, menorrhagia, sapho syndrome(synovitis, acne, pustulosis, hyperostosis and osteitis), multiple boils, headaches, hidradenitis, salpingitis. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: chest pain, nausea, abdominal pain, abdominal pain lower, genital haemorrhage, rash, pain in extremity, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2019: pfs received. Reporters information updated. Event:social anxiety, panic attack, stone ,sapho syndrome ,blood or heart disorder ,renal issue, dental problems-have had 6 removed ,3 broken off b12 deficiency,were added. Concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s));'), device expulsion ('migration of essure device location of device: uterus'), uterine perforation ('perforation (uterus) - lodge in my uterus'), salpingitis ('salpingitis') and pelvic pain ('pain') in a 24-year-old female patient who had essure (batch no. 626223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included bone pain, nickel sensitivity and hidradenitis suppurativa. Previously administered products included for an unreported indication: nuva ring from 2005 to 2006. Concurrent conditions included vitamin b12 deficiency since 2016, morbid obesity, sapho syndrome, chronic pain, osteopenia, inflammatory arthritis, pelvic fibrosis, pneumonia, palpitations, adenomyosis, skin lesion, endometriosis, perineal pain, musculoskeletal disorder, myalgia, throat swelling, pharyngeal erythema, loss of consciousness, vomiting, abdominal cramps, dizzy, diarrhea, neck pain, facial swelling, tooth disorder, asthma, uti, kidney stones, ovarian cyst, intercostal pain, hidradenitis and vitamin b12 deficiency. Concomitant products included clindamycin for allergy as well as alprazolam (xanax), beta-lactamase sensitive penicillins, cyanocobalamin, diclofenac, duloxetine, hydrocodone, ibuprofen, infliximab (remicade), metformin, methotrexate, minocycline hydrochloride (solodyn), mirtazapine (mirtazapin), naproxen, paracetamol (acetaminophen), prednisone, salbutamol (albuterol), tramadol, vancomycin and zoledronic acid (zometa). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage ("heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ heavy bleeding with clots"), hidradenitis ("hidradenitis suppurativa (h.s) stage I to stage iii"), furuncle ("multiple boils"), skin lesion ("skin lesions"), bone pain ("bone pain") and arthralgia ("keft wrist pain / joint pain/pain in hip"). In 2008, the patient experienced pustule ("pustulosis"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea;"), nephropathy ("nephropathy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), blood disorder ("blood disorder") and cardiac disorder ("heart disorder") and was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder & stones"), kidney stones ("stones"), depression ("psychological or psychiatric problems condition: depression"), toothache ("dental problems-teeth pain") and intervertebral disc disorder ("cervical disc disorder with radioculpathy"). In (B)(6) 2010, the patient experienced demyelination ("demyelinating disease of central nervous system"), allergy to metals ("nickel allergy, titanium allergy"), renal stone ("stone") and renal disorder ("kidney issue"). In 2011, the patient experienced mood swings ("mood swings") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced sapho syndrome ("sapho syndrome"). In 2017, the patient experienced vision blurred ("vision/eye problems type: blurry and would see 3 or 4 things at a time") and diplopia ("vision/eye problems type: blurry and would see 3 or 4 things at a time"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required), 9 years 2 months after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), cyst ("cysts"), hot flush ("hot and cold flashes"), systemic infection ("infection (other) describe: all over"), anxiety ("anxiety,"), post-traumatic stress disorder ("post traumatic stress disorder(ptsd)"), synovitis ("autoimmune disorder type of disorder: synovitis"), acne ("acne,"), bone hypertrophy ("hyperostosis"), osteitis ("osteitis"), bladder disorder ("bladder or urinary problems or change"), chest pain ("chest pain"), pain in extremity ("pain in right leg / arm pain"), abdominal pain upper ("stomach pain"), hypoaesthesia ("numbness"), feeling cold ("cold flashes"), emotional disorder ("emotional flares"), radiculopathy ("radioculopathy"), social anxiety disorder ("social anxiety"), panic attack ("panic attack"), tooth fracture ("3 broken off"), vitamin b12 deficiency ("vitamin b-12 deficiancy"), fibromyalgia ("many pains like fibromyalgia"), inflammation ("her whole body was inflamed"), arthritis ("arthritis"), multiple fractures ("broken bones"), feeling abnormal ("brain fog"), dyspnoea ("she feel like someone was sitting on her chest and she couldn't breath"), neck mass ("she had lumps in back"), noninfectious myelitis ("inflammation in her spin"), osteomyelitis ("she thought she had infection in her tooth but it was her jaw"), vertigo ("vertigo"), dizziness ("dizzy"), brain oedema ("her brain was swollen") and asthenia ("lack of energy"), underwent tooth extraction ("have had 6 removed") and was found to have metastatic neoplasm ("metastatic disease"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, uterine perforation, salpingitis, pelvic pain, genital haemorrhage, abdominal pain lower, cyst, mood swings, hot flush, vaginal haemorrhage, menorrhagia, cystitis, kidney stones, systemic infection, depression, anxiety, post-traumatic stress disorder, synovitis, acne, pustule, bone hypertrophy, osteitis, hidradenitis, bladder disorder, migraine, headache, nausea, toothache, nephropathy, demyelination, intervertebral disc disorder, allergy to metals, dysmenorrhoea, dyspareunia, diplopia, fatigue, weight increased, furuncle, skin lesion, chest pain, bone pain, arthralgia, feeling cold, emotional disorder, radiculopathy, renal stone, sapho syndrome, blood disorder, cardiac disorder, social anxiety disorder, panic attack, renal disorder, tooth extraction, tooth fracture, vitamin b12 deficiency, fibromyalgia, inflammation, arthritis, multiple fractures, feeling abnormal, dyspnoea, neck mass, noninfectious myelitis, osteomyelitis, vertigo, dizziness, brain oedema, asthenia and metastatic neoplasm outcome was unknown, the vision blurred, alopecia, pain in extremity and hypoaesthesia was resolving and the abdominal pain upper had resolved. The reporter considered abdominal pain lower, abdominal pain upper, acne, allergy to metals, alopecia, anxiety, arthralgia, arthritis, asthenia, bladder disorder, blood disorder, bone hypertrophy, bone pain, brain oedema, cardiac disorder, chest pain, cyst, cystitis, demyelination, depression, device expulsion, diplopia, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, emotional disorder, fallopian tube perforation, fatigue, feeling abnormal, feeling cold, fibromyalgia, furuncle, genital haemorrhage, headache, hidradenitis, hot flush, hypoaesthesia, inflammation, intervertebral disc disorder, kidney stones, menorrhagia, metastatic neoplasm, migraine, mood swings, multiple fractures, nausea, neck mass, nephropathy, noninfectious myelitis, osteitis, osteomyelitis, pain in extremity, panic attack, pelvic pain, post-traumatic stress disorder, pustule, radiculopathy, renal disorder, salpingitis, sapho syndrome, skin lesion, social anxiety disorder, synovitis, systemic infection, tooth extraction, tooth fracture, toothache, uterine perforation, vaginal haemorrhage, vertigo, vision blurred, vitamin b12 deficiency, weight increased and renal stone to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.1 kg/sqm. Abdominal x-ray - on (B)(6) 2017: impression: bilateral essure devices are visualized in the upper pelvis. No radiographic evidence of acute pathological change in the abdomen.. Pathology test - on (B)(6) 2017: final diagnosis: uterus and bilateral fallopian tubes, supracervical hysterectomy and bilateral salpingectomy:. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: numbness, right hip pain, dysmenorrhea, nickel allergy, menorrhagia, sapho syndrome(synovitis, acne, pustulosis, hyperostosis and osteitis), multiple boils, headaches, hidradenitis, salpingitis. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: chest pain, nausea, abdominal pain, abdominal pain lower, genital haemorrhage, rash, pain in extremity, concerning the injuries reported in this case, the following ones were described in patients social media confirming : many pains like fibromyalgia, her whole body was inflamed, arthritis, broken bones, brain fog, she feel like someone was sitting on her chest and she couldn't breathe , she had lumps in back, inflammation in her spin, she thought she had infection in her tooth but it was her jaw, vertigo, dizzy, her brain was swollen, lack of energy, metastatic disease quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received events " many pains like fibromyalgia, her whole body was inflamed, arthritis, broken bones, brain fog, she feel like someone was sitting on her chest and she couldn't breathe , she had lumps in back, inflammation in her spin, she thought she had infection in her tooth but it was her jaw, vertigo, dizzy, her brain was swollen, lack of energy, metastatic disease" were added. Patient aka name was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and cyst ("cysts"). The patient was treated with surgery ( to remove the essure implant) and surgery. Essure was removed on (B)(4) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and cyst outcome was unknown. The reporter considered abdominal pain lower, cyst, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.